Manufacturer narrative:
The device involved in the event was reported as discarded.

Event description:
It was reported that, on an unknown date, there was a disconnection between the alaris tubing and chemolock injector causing a chemo related leak of an unknown medication. There was no harm to the patient or clinician reported. No additional information is available at this time.